Event description:
I had the essure put in back in 2011, everything was fine for a while. But by (B)(6) 2012, I was in continuous pain on the regular basis in my lower abdominal area. I begin getting prescriptions for pain from my ob/gyn. I could not take the pain anymore so I asked my dr to remove them in fear of hurting more. She took pictures before removing the coils and it had shifted. Since having them removed now get extreme migraines to the point I can hardly see or think and meds that can help I can't take because, it counteracts with my asthma. So my pain left one area and moved elsewhere.